Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, all the three handles were able to fire one single time only. The second time the surgeon would try to fire them, the handles become impossible to be fired. During the second firing of these three devices, it was noted that the surgeon was able to press the green button but could not squeeze the handle. The surgeon used another handle and reload to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with a reload. During testing of the two instruments, a skip was noted in the units firing stroke after closure of the reload jaws. An access hole was cut into the two instrument's bodies for visualization of the firing rack. This examination noted sheared teeth on the firing rack. The third instrument was loaded with a pmv representative reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was the product not being used as indicated which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.